Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg could no longer charge. It was noted that the patient underwent a previous surgery which was not device related and could have affected the charger coil of the ipg. The physician suspected that in the previous surgery the cautery created problems with the ipg. The patient underwent an ipg replacement procedure and was doing well. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).